Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, it was discovered, there some stripes that appeared on the image due to a faulty cable. In addition, it was noted, the guide pin of the adaptor was rusty. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the hd camera head had no image at start up prior to use in a plasma cutting procedure. The procedure was completed with a similar device without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it¿s likely the reported event (loss of image) was due to a faulty cable. The root cause of this event was unable to be identified. Additionally, the investigation confirmed a broken guide pin of the adaptor. However, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.